Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-aug-2025, the user reported that the ilet touchscreen cracked during a supply change. The device was replaced. No blood glucose impact or symptoms were reported, and no medical intervention was required.